Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The returned products met specification as received. Visual inspection noted eschar buildup on one of the returned device's jaw. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the devices were tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the devices to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after a few activations and cutting, the knife blade would not retract correctly and would not advance correctly. It was applied on the patient's tissue but it did not lock. They used the device a few more time, but it had a same result. They did not open a new instrument due to the procedure was nearly finished. The case was completed without the instrument. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after a few activations and cutting, the knife blade would not retract correctly and would not advance correctly. They used the device a few more time, but it had a same result. They did not open a new instrument due to the procedure was nearly finished. The case was completed without the instrument. There was no patient injury.